Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 1, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra would not allow the pt to test his blood glucose and was just getting the "apply sample" symbol. The medical affairs specialist (mas) mailed a letter to the reporter and pt on september 6, 2006, since they could not be reached by telephone on two separate days. The mas also listened to the call between the reporter and the customer care advocate (cca) to obtain/verify info. In 2006, at an unspecified time in the evening, the pt obtained a reading of "74 mg/dl" on the reported meter. He then ate food before lying down to rest an hr later. Around 2:30-3:00 am the next morning, the pt had developed symptoms of being "unresponsive, cold, sweaty, and clammy." The reporter attempted to test the pt with the reported meter but was unsuccessful due to the alleged issue. She did not attempt to treat the pt since he was unresponsive. The paramedics were called. When they arrived, a result of "30 mg/dl" was obtained by the paramedics' meter. The pt was treated with IV glucose. The reporter indicated that she had to call the paramedics at 2:30 am and 2:30 pm on august 31, 2006. It would have been helpful to know the following info: what the pt's medication regimen is, was the pt following the regimen as prescribed, and what medications the pt took the night before the event. In addition, it would have been helpful to know why the paramedics were contacted 2 other times on 8/31/06, what blood glucose results the pt obtained the same day and the following day, and what interventions the pt received during the time of concern. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter was unable to test the pt's blood glucose with the reported meter while he had symptoms of hypoglycemia. The alleged meter issue was not resolved.